Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported leak/splash could not be determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the steerable guide catheter (sgc) leak. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared for use successfully accordingly to the instruction for use (IFU). The sgc was advanced to the left atrium; however, once the clip delivery system (cds) was inserted, the sgc had loss of fluid column. Aspiration was performed. The sgc and cds were removed. It was confirmed that there was no damage noted to the clip introducer noted. A new sgc was used with the same cds to complete the procedure successfully. There was no air introduced into the patient anatomy. One clip was implanted reducing mr to 1. No additional information was provided.